Event description:
It was reported that the patient underwent an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to field b3 event date, and bsc aware date.

Event description:
It was reported that the patient underwent an ipg replacement procedure for unknown reason. Additional information was received indicating the reason the ipg was replaced was due to more frequent charging. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patient underwent an ipg replacement procedure for unknown reason. Additional information was received indicating the reason the ipg was replaced was due to more frequent charging. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Correction to supplemental #1 field g3 (bsc aware date): 27oct2022. Correction to supplemental #1 field h10 (additional MFR narrative): additional information was received to update field g3 of the initial MDR to 28jun2022.